Manufacturer narrative:
According to the customer, the nebulizer is not dispensing medication regularly. Sometimes it does and sometimes it doesn't. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer is not dispensing medication regularly. Sometimes it does and sometimes it doesn't.